Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 214 mg/dl. The customer stated that she changed the battery thrice, went upstairs, then downstairs, and then the device finally beeped and turned on. She also observed that the insulin pump showed signs of physical damage; it was chipped off near the battery cap area. The customer is unsure of how the damage occurred. Advised discontinuation of the device. Nothing further reported.